Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found at 11.2-11.7cm and 15.0-16.0cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was found at 12.8-14.2 cm from the distal tip. The etfe coating of the rv conductors was intact at all abrasion sites.